Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2

Event description:
This emdr is being submitted for unknown number of quantities reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing leaks event on (B)(6) 2026. The leakage was at the site.the infusion set was in use for less than an hour. The blood glucose level was high (specific value unknown) and the patient was treated correction bolus via pump .the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.